Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the investigation results, the most probable cause of the complaint is traced to component failure. However, although the cable unit was found to be corroded, this was not confirmed as the root cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited error e231 and a corroded cable unit. There was no patient involvement.